Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood and contrast on the coils and core which is consistent with the guide wire being used in the patient. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a bend in the tip, 8 mm proximal to the tipball and a bend in the core, 75 cm distal to the proximal end of the guide wire. There were offset intermediate coils proximal to the center solder. The noted bend in the tip, bend in the core and offset intermediate coils are consistent with interaction with the lesion anatomy and/or other device and/or during manipulation as no damage was reported during inspection prior to use. The micro catheter used during the procedure was not returned. Analysis could not confirm the reported difficulty as the guide wire was backloaded and removed with no resistance noted through a new balloon catheter. The outer diameter of the tipball and solder joints were not measured due to the bend noted to the tip. The outer diameter of the core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. An attempt to move the wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. Additionally, in certain circumstances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. The lot history record was reviewed and there are no non-conforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported difficulty and there is no indication of a product quality deficiency.

Event description:
Reportedly, the only information provided about the guide wire is that it would not come out of the support catheter. No adverse patient sequela was reported. No clinically significant delay in the procedure was reported. No additional information was provided.